Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed or the excessive no delivery alarm verified due to motor error alarm. The device also had a scratched display window, cracked display window corner, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery during prime. Blood glucose value was 104 mg/dl. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The customer stated that the motor error alarm occurred twice. The device will be returned for analysis.